Event description:
It was reported that death occurred. A concomitant left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. Six (6) days post index procedure, the patient was discharged to hospice and the following day, the patient died. The cause of death remains unknown, and no further details were provided.

Event description:
It was reported that death occurred. A concomitant left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. Six (6) days post index procedure, the patient was discharged to hospice and the following day, the patient died. The cause of death remains unknown, and no further details were provided. It was further reported the concomitant procedure was a pulse-field ablation (pfa) case using farapulse pfa. There were no difficulties during the pfa ablation portion or the laa closure portion of the concomitant procedure.

Manufacturer narrative:
B5: information added.

Manufacturer narrative:
B5: information added. H6 patient code added: cerebral vascular accident.

Event description:
It was reported that death occurred. A concomitant left atrial appendage (laa) closure procedure was performed and a 31 mm watchman flx pro closure device was implanted. Six (6) days post index procedure, the patient was discharged to hospice and the following day, the patient died. The cause of death remains unknown, and no further details were provided. It was further reported the concomitant procedure was a pulse-field ablation (pfa) case using farapulse pfa. There were no difficulties during the pfa ablation portion or the laa closure portion of the concomitant procedure. It was further reported the patient had also experienced an ischemic cerebral vascular accident (cva).